Event description:
A customer contacted global technical service (gts) regarding a system error 2240 during dwell four of four. The baxter technical service representative (tsr) explained the alarm and helped the home patient (hp) clear the alarm by cycling power to the homechoice (hc). The hp received system error 2367 and the hp cycled power again. The hc went to press go to start. The hp stated that they will finish therapy manually. There was no serious injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.